Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The valve was dissected to investigate the cause for the occlusion described by the surgeon. The ruby ball was still lodged into the cone upon disassembly, and the large amounts of biological debris is believed to be the reason why the ball remained lodged into the cone, which resulted in the occluded behavior noted by the surgeon that resulted in an inability for csf to flow through the valve mechanism. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product testing is in progress. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the valve was not allowing cerebrospinal fluid (csf) to drain. According to the report, the surgeon decided to revise the shunt system and test all components. It was stated that csf flowed from the ventricular catheter. The surgeon then connected primed manometer tubing to the proximal end of the valve and raised the tubing to a sufficient height. No flow of fluid through the tubing was noted. It was then indicated that the surgeon disconnected the valve from the peritoneal catheter and connected the manometer tubing to the catheter. Fluid flowed through the tubing. The surgeon concluded that valve was blocked and replaced the valve.

Manufacturer narrative:
Additional information received reported the device was adjusted once after implant. According to the report, this was the patient¿s first shunt and they did not undergo any mris while it was implanted. It was noted that the device was not bathed in chemicals or antibiotics prior to implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.